Event description:
The customer reported that they observed clear liquid leaking from the system solution drawer on their alinity m instrument. The customer looked in the systems solutions drawer and saw the leak coming from where the reservoirs are housed. A local field service engineer (fse) was dispatched. During troubleshooting, the fse observed that the vapor barrier solution had decreased at a higher rate than usual. The fse turned off the instrument. The fse and the customer cleaned the leak inside the instrument. The fse checked the reservoir and found 2 cracks on the vapor barrier level sensor fitting housing. The fse replaced the vapor barrier level sensor and reservoir. The fse performed a transfer from the new vapor barrier bottle to the reservoir and primed the solution. The fse confirmed that no more leaking was happing, and all tubing was in a good shape. There was no report of injury or exposure to the leak.

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Manufacturer narrative:
Updated g4: added the PMA number. The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).